Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found no anomalies. Device evaluation identified that there were three rubber feet missing and the unit was displaying a force sensor error and syringe out of place error, confirming the reported event. The force sensor, clutch pump assembly, and bottom case feet were replaced. The circuit boards were inspected and the device was calibrated. Testing of the alarm, battery, display, force, keypad, patient side occlusion, plunger position, self test/power, and syringe sensor size were performed and passed. The root cause for the reported event was determined to be the faulty force sensor. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, there were issues with the force sensor, and syringe plunger sensors. There was no patient involvement. No additional information is available.